Manufacturer narrative:
H10 h3,h6: an evaluation was performed by the supplier and could confirm the customer complaint for the scope is scratched. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during a shoulder arthroscopy procedure, the device has a scratch. The display was completely lost while in the patient due to the event. A backup device was available to complete the procedure with no delay and no patient injuries.